Manufacturer narrative:
Initial.

Event description:
It was reported that during a routine meal announcement the ilet displayed alert 38 indicating consecutive motor stalls, the user was unable to proceed with tubing fills even after changing all infusion supplies, and glucose measured 371 mg/dl by fingerstick and cgm, consistent with a failure to infuse attributed to the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem identified in association with a failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.